Event description:
The hosp staff attempted to administer external pacing to a 45 y/o male complaining of chest pain and diagnosed in heart block. The pacemaker allegedly displayed a leads off alarm when the operator attempted to start pacing. A second pair of electrodes was applied to the pt and the pacemaker again allegedly displayed a leads off alarm when the operator attempted to start pacing. The pt's ECG rhythm changed to a rhythm that did not require external pacing. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. The operator said "it probably would not have changed the outcome".

Manufacturer narrative:
Electrode samples of the same lot code were returned by the customer for eval. No discrepancies were observed. Replacement electrodes were provided to the customer.